Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: visual inspection result shows the returned device had no mechanical damage. When the activation button was pressed, rf energy was output. The seal was completed without any errors or messages being displayed. No device problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: full customer name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had frequent power supply failures during a total laparoscopic hysterectomy therapeutic procedure. The procedure was completed using an olympus back-up device. There were no reports of patient harm.